Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure, a side branch stenosis occurred. In (B)(6) 2013 the patient experienced a myocardial infarction with unstable angina and was referred for cardiac catheterization. A 95% stenosed and 15 mm long target lesion in the mid left anterior descending artery with a reference vessel diameter of 3.50 mm was treated with pre-dilation and placement of a 3.50 x 20 mm promus element plus stent, resulting in 0% residual stenosis following post dilation. The patient was discharged the following day on dual antiplatelet therapy. Baseline core lab angiography revealed a 60% side branch stenosis at the 1st diagonal. Post procedure angiography revealed 100% 'branch percent stenosis' in 1st diagonal. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).